Event description:
It was reported that high out-of-range pacing impedance was noted during an implant procedure. Bent lead was also observed. The right ventricular (rv) lead was replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance and bent lead was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.